Event description:
Physician reported that piece broke off toward the end of the needle. The piece was retrieved. Another kit was pulled and the case was finished without issue or harm to the pt.

Manufacturer narrative:
This failure was caused by a stress point being created on the inside surface of the needle sheath during assembly of the biopsy device. When the device was charged, inserted into the 7f, and fired this stress point was in the curve of the introducer, and the friction of the moving cannula created enough drag that caused the stress build-up in the sheath that caused the sheath to detach and advance with the cutting cannula.